Event description:
It was reported that the patient experienced two inappropriate shocks. Right ventricular impedance was over 3000 ohm while sic counter value was 1700 and there was no capture. The physician attempted to reposition the lead but was unable to pass the stylet through the sleeve. The lead was removed and a new lead was implanted. No patient complicatons have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.